Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bent tubes with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for bent tubes with the incident lot was not observed. The indicated failure mode could not be identified with the photo provided. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that twenty bd vacutainer® sst¿ ii advance plus blood collection tubes experienced molding defects. The following information was provided by the initial reporter: customer noticed that the shrink wrap on the sst tubes had shrunk so much that it was bending the outer tubes in the corner of each shelf pack. This is causing issues as the slight bend in the sst tubes are not picked up by the phlebotomy team, who are using them to collect blood and it is causing issues on the analyser.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twenty bd vacutainer® sst¿ ii advance plus blood collection tubes experienced molding defects. The following information was provided by the initial reporter: customer noticed that the shrink wrap on the sst tubes had shrunk so much that it was bending the outer tubes in the corner of each shelf pack. This is causing issues as the slight bend in the sst tubes are not picked up by the phlebotomy team, who are using them to collect blood and it is causing issues on the analyser.